Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a 99% stenosed, moderately tortuous and moderately calcified coronary lesion. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure the balloon ruptured. The wolverine was removed without issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was in a deflated state. Solidified balloon was evident inside the balloon material which was evidence of the device leak. An examination of the balloon material identified a pinhole in the balloon material at the site of the proximal marker band. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination on the hypotube identified no issues. A visual and tactile examination on the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a 99% stenosed, moderately tortuous and moderately calcified coronary lesion. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure the balloon ruptured. The wolverine was removed without issue. No patient complications were reported.